Manufacturer narrative:
It has been confirmed by vyaire that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer reported "I have had an heat and moisture exchanger (hme) come apart when disconnecting to perform CPR. Customer confirmed the filter "came apart while removing; no harm done".

Manufacturer narrative:
Unfortunately field samples were not available for evaluation. The manufacture completed a complaint record review. There were no similar issues or complaints with heat moisture exchanger (hme) products from 2016-2018. The same material is used on the upper lid and on the body of the hme and they are welded together by an ultrasonic wave. If the two parts were assembled without welding, they could separate very easily. Once the hme is assembled and welded air leak test are performed and if any defective samples are discovered, all products that were manufactured within 4 hours would be quarantined for 100% inspection and any defective products will be removed. Testing was completed on retained samples. The manufacture could not duplicate the complaint issue. All retained samples are working as intended. Manufacturing and inspection processes are in place to ensure all hme devices that leave the manufacturing facility have been welded properly. The manufacture is considering this an isolated incident.